Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder stabilisation + remplissage procedure, the surgeon inserted two 5.5 corkscrews, ar-1927psf-3, in the humerus. On final insertion of the second anchor, the entire length of the metal tip of the inserter snapped off in the anchor and was unable to be retrieved without compromising the surrounding bone. The anchor was inserted as per the recommended technique. The remplissage was completed as normal with the metal tip to remain in the patient. Unable to determine which batch was used. Either 10318985 or 10327444.